Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that lid issues occurred during use with a bd¿ nestable sharps collector. The following information was provided by the initial reporter, "temporary lid opens after closing."

Manufacturer narrative:
H.6. Investigation summary: no samples or pictures were received. A review of the device history record could not be performed as a lot number was not provided for this incident. A review of the ncmr¿s was performed; the result showed there were no issues reported like temporary lid didn¿t close for the same part number throughout the last twelve months. Potential root cause: product damaged during the shipment or distribution. Molding issue. Misuse (incorrect storage (high temperature). Root cause is unknown as no investigation was able to be performed. H3 other text : see section h.10.

Event description:
It was reported that lid issues occurred during use with a bd¿ nestable sharps colector. The following information was provided by the initial reporter, "temporary lid opens after closing."